Manufacturer narrative:
Initial reporter addr 1: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20106107 . Medical device expiration date: 14-oct-2023. Device manufacture date: 14-oct-2020. Medical device lot #: 21075818 . Medical device expiration date: 27-jul-2024. Device manufacture date: 27-july-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ bag spike, priming volume 0.5 ml experienced device damage while still considered operable. The following information was provided by the initial reporter: a coupler spike snapped on the plasma bag during processing. No cells were lost as it was caught straight away on the plasma bag.

Event description:
It was reported that the bd smartsite¿ bag spike, priming volume 0.5 ml experienced device damage while still considered operable. The following information was provided by the initial reporter: a coupler spike snapped on the plasma bag during processing. No cells were lost as it was caught straight away on the plasma bag.

Manufacturer narrative:
H6: investigation summary: a 2300e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20106107 or 21075818. Further information provided by the customer indicates that the smartsite of the bag access device snapped off from the spike approximately five minutes into the infusion. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience as the smartsite was broken from the spike component, with the tip of the smartsite remaining bonded to the spike component. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance. The observed damage is consistent with the component being subjected to an external force; in this instance as the damage was observed after the component had already been accessed its unlikely that a manufacturing defect had contributed to the customer's experience. A review of the production records for 20106107 and 21075818 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.